Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during general device change out, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement of more than 200 ohms at implant procedure. Troubleshooting was made and came on a conclusion that there was a problem with the rv lead. It was reported that there were already changes on sli with the old device. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined but there was a strong evidence of a rv lead failure before the device change out. The ICD was explanted due to normal battery depletion while the rv lead was surgically abandoned. Both of the ICD and rv lead was replaced with a new one. No additional adverse patient effects were reported.